Event description:
The customer reported that she collapsed the day before due to her high blood glucose, and her insulin pump was not delivering insulin properly. She also reported having a lost sensor alarm. The customer experienced excessive thirst, nausea, and vomiting. During the call, the customer also reported being in the emergency room with high blood glucose of 272mg/dl and dehydration. Troubleshooting was performed, and no alarms were found in the alarm history. Assisted the caller to run a manual prime test, and the insulin did exit. The customer declined to run the high pressure test because she has just inserted a new infusion set and was getting back to normal. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.